Event description:
Consumer reported complaint for the true manager air app displaying false lo. Customer stated that his last three results uploaded from his meter are displaying as lo; customer stated that the blood glucose test results when performed were not lo. Customer has the correct app for the meter/phone and is using compatible phone/version. During the call, the true manager air app logbook report displayed lo when customer synced his phone. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was not reviewed for previous test result history. Customer stated that the true metrix air meter does display results obtained of 124, 134 and 142 mg/dl; customer was not concerned with these results.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Most likely underlying root cause: mlc-073: user not familiar with system IFU. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.